Manufacturer narrative:
The explanted microstent was discarded by the user facility and is not available for evaluation. Device identifiers have been requested. Based on review of imaging, the surgeon believes the event was caused by intraoperative malposition of the microstent with postoperative sequelae of microstent migration and microstent-iris touch. Based on final review of the available documentation, the manufacturer's final conclusion is that the microstent was malpositioned with iris-touch intraoperatively. Microstent malposition, microstent-iris touch, and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent cataract surgery with implantation of the hydrus microstent in the right eye in early (B)(6) 2019 (estimate). On (B)(6) 2019, the surgeon reported he had experienced difficulty visualizing the angle during the attempt to implant the hydrus microstent, and the microstent did not appear to be positioned deep enough in schlemm's canal. On (B)(6) 2019 ivantis received a postoperative slit-lamp image and the medical reviewer's impression was that the inlet of the microstent was positioned too far into the anterior chamber and appeared to be touching iris. Preliminary follow-up with the surgeon on (B)(6) 2019 indicated that the inlet was not touching cornea or iris, but the concern was with posterior placement of the microstent tip. The surgeon later clarified on february 23, 2019 that during insertion the microstent seemed to advance smoothly, but then encountered resistance, limiting the full extent of insertion. The first postoperative gonioscopy photo showed the inlet was too far into the anterior chamber; two weeks later the inlet was in contact with the iris. Based on review of the final gonioscopy images, the surgeon believes the microstent was actually implanted in the iris root instead of schlemm's canal. On (B)(6) 2019, the microstent was explanted without incident. Additional information is being requested.